Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on unknown date. Blood glucose reading was unknown. The customer was treated with glucose tablet at the hospital. The customer did not allege that insulin pump was over delivering insulin. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature at the time of incident. The customer¿s last blood glucose reading was 52 mg/dl and 112 mg/gl. The insulin pump will not be returned for analysis.